Event description:
A female pt was reportedly diagnosed with "amoeba" keratitis and corneal ulcer os after using complete moistureplus multi-purpose solution. Her initial symptoms began as redness, pain, tearing and light sensitivity. She had been using the solution for over a year, using several lens cases (mostly complete) that she cleaned with hot tap water or sterilized water from a tea kettle. She went to an emergency room in 2007, and was given antibiotic ointment and instructed to follow-up with her eye care professional. When she saw her optometrist 3 days later, her symptoms were severe with vision loss. She was immediately referred to a corneal specialist who diagnosed her with keratitis and corneal ulcer. According to the pt, cultures from the affected eye and lens case came back positive for something that sounded like an "amoeba". She was seen daily for 3 weeks and treated with 14 different eye medications (including ciloxan and other unspecified antibiotics steroids). She is currently only on 3 medications (2 ointments, 1 drop). She is unable to work, cannot drive, and can only see with her right eye. Prior to the onset of keratitis, her visual acuity os was -3.00 d, now it is -6.50 d. She has scarring os in the central region. Additional information is being requested.

Manufacturer narrative:
The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR.